Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the sentinel reamer fractured during use. It is also reported that the incision had to be extended in order to remove the fractured portion of the reamer and extending the surgery by 1 hour.